Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported, per operative notes, that when they gave a gentle tug on the lead, it would not give. Under fluoroscopy, the incision was then extended and cut down to the posterior edge of the sacrum and the hcp was able to grasp the lead with a curved hemostat. Still under fluoroscopy, when the lead was tugged it fractured and the distal part of the lead did not move from its position. The hcp attempted to localize the fractured end of the lead but, again, to appeared to have fractured within the sacrum so they were unable to remove it in its entirety. The patient was then closed up and returned to recovery in stable condition. It was also noted that the patient was going to have some mris which led to the ins device system removal, there were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1aa4q, implanted: (B)(6) 2017, product type: lead, ubd: 02-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The hcp reported that the patient had the ins removed but the surgeon could not remove the lead because it was too close to a lumbar nerve. The hcp stated that the patient needed a lumbar scan. Technical services reviewed that the pat ient is not MRI eligible with an abandoned lead. No further complications were anticipated/reported.